Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited to emergency room due to stage 2 kidney failure and high blood glucose in (B)(6) 2021. Blood glucose value when admitted to hospital was 780 mg/dl. Blood glucose level at the time of the incident was 600 mg/dl. The hospitalization treatment given to customer was intravenous insulin drip. Customer had symptoms at the time of hospitalization event was altered vision and cramps. Customer did not test for ketones. Auto mode feature information was unknown. Customers last blood glucose reading was 218 mg/dl. Customer was not using sensor when admitted to hospital. Customer stated insulin pump had blank display and heating up. The insulin pump will not be returned for analysis.